Event description:
It was reported that a patient underwent a orthopedic procedure on an unknown date and suture was used. During an unknown orthopedic surgery, the suture broke during use at the time of would closure. After that, the needle was broken at the body part when the needle was held the second time. These both things were happened in the same needle-suture. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/9/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: device follow up. Did the suture and needle break in the same device or were two different devices involved? Please confirm the number of devices affected during this procedure. Additional information was requested, the following was obtained: please provide the lot number. Thmlax. Did a piece of the needle fall in the patient? If yes, how was it retrieved? The product in which the needle breakage occurred did not cause needle fragments to fall into the body. The patient's condition has not been affected. No needle fell into the body. No effect on the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00251 & 2210968-2024-00252.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product received for analysis was identified as product code z464h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: * did the suture and needle break in the same device or were two different devices involved? Please confirm the number of devices affected during this procedure.=>it is the same device. * please provide the lot number.=> thmlax * did a piece of the needle fall in the patient? If yes, how was it retrieved? =>no needle fell into the patient. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)=>ryohei mori